Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, a second clip (00421u166) was inserted and attempted to be deployed on the leaflets. After grasping, the physician removed both the lock lever and gripper lever cap. When the physician was flossing the gripper line, one side of the gripper line was pulled too far, causing the other end of the gripper line to be pulled into the gripper lever shaft roughly 2cm. The physician then attempted to remove the lock line; however, at this time it was noticed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that the posterior leaflet came out of the clip due to the clip being loose on the leaflet. To remove the clip, the physician cut the gripper lever shaft in order to grab both ends of the gripper line. Once both ends of the gripper line were controlled, the grippers were raised, and the clip was successfully removed without further issues. Two additional clips were then implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). There is no indication of a product issue with respect to manufacture, design, or labeling.